Event description:
Reportedly, a model 12tlw404f thru-lumen catheter broke in the middle during a procedure and the pt had to be taken to the operating room where the physician performed a vessel dissection cutdown and used a snare catheter to retrieve the thru-lumen catheter.